Manufacturer narrative:
A lot history review (lhr) of rexa1589 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (revl0443) have been reported from one china facility. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
The PICC was inserted in patient in PICC department of this cancer hospital and outflow was found a month later during ward care and outflow was found at 37cm when pulling out. Considering the dependence of the patient on the catheter, cut it to continue to use. The sample can not be returned.